Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: connecting rod ø3.5/5.5 l500 tan (part# 04.633.190, lot # unknown) was received at cq. Upon visual inspection, it is observed that the connecting rod was broken at multiple points, and two broken parts were returned. Thus, the complaint is confirmed. There are few scratches observed on the surface of the rod with consistent usage and it is also observed that the rod was severely bent in curve due to heavy external forces. The broken surfaces are homogeneous without any voids and dark spots. The received condition does agree with the complaint description. This complaint is confirmed. The cause of the issue is not determined to be use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: dimensional analysis of the diameter at broken points of the rod was performed at cq. The smaller diameter of the rod was measured and is within specification. The larger diameter of the rod was measured and is within specification per relevant drawings. Document/specification review: the relevant drawing was reviewed during investigation and no design issues were noted. Investigation conclusion: a visual inspection and document/specification review were performed as part of this investigation. The connecting rod was broken at multiple points, and two broken parts were returned, thus confirming the complaint. It is also found that the rod was severely bent. While a definitive root cause could not be identified, it is possible that the rough handling of the device could have contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procode: kwp, mnh, mni, nkb, kwq. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, during a spinal fusion surgery, a connecting rod broke off when the surgeon first attempt in bending using table rod cutter in situ. Thus, a replacement was organized to complete the procedure. All fragments were removed easily without any additional intervention from the patient's body. There was a sixty (60) minutes surgical delay reported. Surgical procedure outcome and patient outcome were unknown. Concomitant device: rod cutter (part unknown, lot unknown, quantity 1). This report is for one (1) connecting rod. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion surgery on (B)(6), 2019, a connecting rod broke off when the surgeon first attempted to bend it using a table rod cutter in situ. Thus, a replacement was organized to complete the procedure. All fragments were removed easily from the patient's body without any additional intervention required. There was a sixty (60) minutes surgical delay reported. Surgical procedure outcome is unknown. Patient outcome was not impacted by the incident. Concomitant medical products: rod cutter (part: unknown, lot: unknown, quantity: 1). This report is for one (1) connecting rod.